Event description:
Customer reported variability of recovery of qc samples for cyclosporin a (csa) depending upon the length of time running the samples within the reagent open well claim. The customer reported that qc out of range results occured with time after the initial day of open well age for two csa flex(r) reagent cartridge lots. It is unknown if patient results were reported. It is unknown if patient treatment was altered or prescribed due to the variable results with time after hydration of the csa reagent open wells. There was no report of adverse health consequences as a result of the variability of results.

Manufacturer narrative:
The cause of the qc variability and qc out of range recoveries with time (days) after reagent well hydration is unknown. The open well stability issue is under investigation by siemens healthcare diagnostics.